Event description:
While performing a total laparoscopic hysterectomy, dr (B)(6) was using a ligasure retractable l-hook laparoscopic sealer / divider. The specific product lot # 93040229x, exp (B)(6) 2024, would error on the valleylab ft10 #18. The device was immediately removed from the pt, the device ws unplugged back in, reinserted in the pt and tried again and the same error message kept reading (incorrect seal). That specific instrument was removed from the sterile field and another ligasure retractable l-hook laparoscopic sealer / divider was used and no error occurred. No harm came to the pt and proper steps were taken to prevent harm. FDA safety report ID# (B)(4).